Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); high bg value not provided. Suspected cause was due to customer not completing the load fill tubing process. Customer administered a correction bolus to treat elevated bg.